Event description:
It was reported that medfusion 4000 pump, battery communication error/pump won't turn on/top case cracked. No patient injury reported.

Manufacturer narrative:
Other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the top case was cracked and chipped by the front right and left bottom corners, the battery and battery door were missing, there was broken or missing seal on the bottom case and contamination was visible inside and out of the device. Error codes could not be retrieved from the ehl (event history log) due to the power up issue. The customer reported issue was duplicated during the investigation as the device was not able to power up. The battery issue could not be confirmed as the battery was not returned. Root cause of the reported issue is due to customer induced fluid ingression and customer impact. Replaced the main printed circuit board, interconnect board, battery, radio board and antenna. Replaced the top case and performed power up and self-test process. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 2120, d10: correction: date received by manufacturer: 02/22/2022, d5 and e4: correction: unknown.

Event description:
Additional information was received by the manufacturer via email on (B)(6) 2022 and attached to the complaint object. The date of event was provided and updated. The reported event did not occur during patient use. The reported event did not result in any patient harm.